Manufacturer narrative:
(B)(4). Date sent: 2/7/2017. Batch # m5426d. The following information was requested, but unavailable: did any pieces fall into the patient? If yes, were they retrieved? The analysis results found that the trt10 reload was received with the reload forks damaged and fully loaded with staples. No functional test was performed. In addition with the swing tab missing. This damaged is consisted with an improper loading technique. Please reference the instruction for use for proper cartridge loading. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that prior to a gastrectomy procedure for a patient with advanced gastric cancer, the device was failed to use due to broken cartridge of lower part. Unknown what was used to complete the procedure. There were no adverse consequences for the patient.